Manufacturer narrative:
(B)(4). Patient information incomplete, missing patient information and unable to be obtained from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported 5 out of 47 patients developed an infection. The patients were treated per hospital¿s mastitis protocol. This record represents patient 5 of 5.